Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited pocket erosion. A new leadless pacemaker was implanted. No additional adverse patient effects were reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.